Manufacturer narrative:
Initial and final MDR 1885171 - MDR 3003442380-2024-07572- device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set fell off during use on event on (B)(6) 2024. Tape was applied over the infusion set. Infusion set has been used for two days. Insertion area was cleaned, air-dried and free from hair. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off customer replaced infusion set and resumed insulin deliveries successfully. No further information available.